Event description:
It is reported that the patient is due to be revised because of femoral implant loosening.

Manufacturer narrative:
Evaluation summary: the primary surgical notes were not provided for evaluation; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The revision surgical note have been provided and stated that the femoral stem was removed with "multiple blows of a slap hammer with an extraction device." There was no infection found from the cultures tested. Based on the information provided, a definitive cause for the experience observed cannot be determined with certainty. Evaluation: the manufacturing records were reviewed and found to conforming indicating that the device was manufactured, inspected, and packaged to specification.